Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump date was incorrect. The patient denies changing the date and indicated that the last time the date was checked it was correct. The patient indicated that the battery has not been changed since the last time the date and time were checked. This report is being made based on the allegation that the pump date became incorrect.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated an ''exceeds total daily dose'' warning occurred at 9:54 pm on (B)(4) 2012. There were no alarms related to the complaint observed in the alarm history. A review of the black box indicated manual time changes were made as follows: 10:02 pm on (B)(4) 2012 to 12:06 am on (B)(4) 2012, and 10:16 am on (B)(4) 2012 to 11:18 am on (B)(4) 2012. A timekeeping accuracy test was performed, and the pump was found to be keeping time accurately. A flow accuracy test was performed, and the pump was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.